Event description:
It was reported that pump displayed malfunction code malf 0 with associated fault ID 0-0x277d, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction code recurred.